Event description:
It was reported the pump and catheter were removed due to infection.

Manufacturer narrative:
The connector and 35.8 cm of the catheter were returned for analysis. Analysis revealed no anomalies. This report is being field under exemption which covers a 2-year retrospective review of events for consumer reported and catheter events between early 2005 and late 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 23 total unreported serious injury events for the model 8709aa intrathecal catheter. This total includes the event described in this report. (See the attached summary report for a listing of all events).